Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd893743 and gd893891 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced recurrent peritonitis. The pt was hospitalized four times within the previous two months for recurrent peritonitis. Treatment was not reported. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.